Manufacturer narrative:
(B)(4). One used outlook pump set, without packaging, was received for evaluation. The set was subjected to an air pressure (leakage) test according to specification. Leakage was observed at the sonic weld seal of the distal ultrasite y valve. In order to investigate incidents related to ultrasite y valves which leak from the sonic weld (luer nut-piston-body interface), b. Braun medical inc. Opened a corrective action and preventive action (CAPA) to further investigate root cause and identify any necessary corrective action. Based on the initial CAPA investigation, top potential causes have been identified as welder output variations on certain welder and ultrasonic stack combinations or having an unseated luer nut in combination with certain weld parameters. This CAPA is currently in implementation phase to execute the CAPA action plan, which includes developing and testing methods for measuring and controlling welder output, and revising the weld process to eliminate conditions that can create an unseated luer nut. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports the set leaked at one of the ultrasite y sites. The set was infusing cisplatin, which caused a chemo spill on the patients skin and clothing. The patients skin was cleaned with saline. The patient was given a gown and explained how to wash her clothing.